Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the most cranial positioned left side implant had breached the neuroforamen. Two days after the initial procedure, the surgeon removed the cranial positioned implant and installed a shorter ifuse implant in new position. The status of the patient following the revision procedure is not known.